Event description:
It is reported that pt was revised due to severe pain and stiffness. The x-ray showed displaced liner locking screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.